Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal use and failed battery test. The customer's blood glucose was unknown at the time of incident. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The customer reported that they experienced low blood glucose of 63 mg/dl. The customer declined to troubleshoot for low blood glucose and failed battery test alarm. The insulin pump will not be returned for analysis.